Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Dewey, r.b. Iii, o'suilleabhain, p.e., sanghera, m., patel, n., khemani, p., lacritz, l.h., chitnis, s., whitworth, l.a., dewey, r. B.,jr. Developing a deep brain stimulation neuromodulation network for parkinson disease, essential tremor, and dystonia: report of a quality improvement project. Plos one. 2016;11(10):e0164154. Doi:10.1371/journal.pone.0164154. Summary: to develop a process to improve patient outcomes from deep brain stimulation (dbs) surgery for parkinson disease (pd), essential tremor (et), and dystonia. Reported events: case 9: a (B)(6) male patient with ventral intermediate nucleus of the thalamus (vim) deep brain stimulation (stn-dbs) for essential tremor (et) experienced an implantable neurostimulator (ins) infection which resolved. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.